Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 46.0 cm. The reported event for failure to advance the stylet was confirmed. The cause of the reported event was due to an over torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, when placing a new atrial lead, the values were not satisfactory, so it was attempted to be repositioned. However, once the helix was retracted, the stylet would not advance down the lead. The lead was removed and replaced. There were no patient consequences.